Event description:
Reporter stated that pt's infusion set was cracked. Pt had been using infusion set 2-3 days when the crack was noticed. Pt's blood glucose was affected (blood glucose=300 mg/dl). No treatment was received.